Event description:
Co was notified of this alleged event via a petition supplied by an attorney for the pt. No other info is available concerning this matter. On 11/30/94, the pt was admitted to a medical facility where she underwent a decompression laminectomy procedure. Following the procedure, the pt was diagnosed with dvt and pe. On 12/21/94 a vena cava filter was inserted. The pt was discharged on 1/5/95. On 3/17/95, the pt was admitted to another facility for acute cholecystitis. On 3/20/95, pt became septic and went into shock. She was subsequently diagnosed with a massive retroperitoneal hemorrhage and lacerations of the ivc and aorta. As a result, the pt underwent emergency exploratory laparotomy, repair of aortic laceration, vena cava laceration and ligation of ivc. The pt's condition deteriorated and she developed respiratory failure, acidosis, hypotentension and shock. On 3/21/95, the pt expired.